Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022 for covid and peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. Per the nurse, the patient had concomitant covid-19 illness which was diagnosed the week prior. During the hospitalization, the patient had a pd culture obtained on (B)(6) 2022 which grew the bacteria pantonea agglomerans. The nurse stated the patient was treated with antibiotic therapy with ancef (1 gram) and fortaz (2 grams) intra-peritoneal (ip) daily. Additionally, the patient continued pd while in the hospital. Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd with the same cycler. Per the nurse, the patient is finishing a 9 day course of antibiotics and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated that the peritonitis was likely due to a breach in aseptic technique while the patient was ill with concomitant covid illness.

Event description:
On 24/jun/2022, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022 for covid and peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. Per the nurse, the patient had concomitant covid-19 illness which was diagnosed the week prior. During the hospitalization, the patient had a pd culture obtained (on (B)(6) 2022) which grew the bacteria pantonea agglomerans. The nurse stated the patient was treated with antibiotic therapy with ancef (1 gram) and fortaz (2 grams) intra-peritoneal (ip) daily. Additionally, the patient continued pd while in the hospital. Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd with the same cycler. Per the nurse, the patient is finishing a 9 day course of antibiotics and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated that the peritonitis was likely due to a breach in aseptic technique while the patient was ill with concomitant covid illness.

Manufacturer narrative:
Correction provided.